Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 47 mg/dl. Customer's blood glucose level was 78 mg/dl at the time of call. Customer experienced blood glucose level of 200 mg/dl. Customer was treated with juice for low blood glucose level. Customer declined troubleshoot. The insulin pump will not be returned for analysis.